Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) guided customer to turn the medbank back on by hard reboot through unplugging the power cables and re plugging. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was powered off. The customer rebooted the device by unplugging and re plugging the power cables. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.